Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath with a dilator were returned for product evaluation. Visual inspection revealed that no anomalies were noted on any of the returned components. Functional testing was performed. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and air bubbles were not detected for 30 seconds. The crosscut valve was dissected and viewed under microscopy and a tear was noted at the center. The complaint can be confirmed for fluid issue. Based on the damage observed on the crosscut valve, it is likely the dilator was inserted into the sheath off-center resulting in damage of the crosscut valve. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device not implanted. Explanted date: device not explanted. Manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the valve on the glidesheath slender sheath was leaking significantly during the case. There was no patient injury/medical or surgical intervention required. There were no issues with the procedure outcome. Additional information was received on 13apr2021. The procedure being performed for the patient when the leakage occurred was a left heart catheterization (lhc). The estimated blood loss was less than 250cc. They continued the procedure with the subject device. The patient condition was stable.